Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this aortic bioprosthetic valve, the valve was explanted and replaced with a valve of the same size and model due to continued bleeding at the left coronary ostia anastomoses. The physician reported that the bleeding was a result of significant left main artery calcification and there was no issue with the bioprosthetic valve. No additional adverse patient effects were reported.